Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch number: 1221934-2018-50332.

Event description:
Second complaint created from (B)(4). Manager of central processing department notified me that qty. 2 expressew 3's (ref: (B)(4)) were not functioning properly. The needle appears to either not fire, or get stuck. Multiple needles were used due to the possibility of a defective needle. No patient harm was experienced, and a different expressew gun was used to finish both cases. The exact times of incidents are unknown. There was no patient consequences. Action taken for procedure: a different expressew was used to finish the case.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. No anomalies were visually observed on the device. To test the functionality of the device, the trigger was actuated and the jaws open and close as intended. A sample rubber strip was placed between the jaws and it was confirmed that when the trigger was actuated the jaws bite on the test strip without any gaps. An eiii needle was inserted in the device and fired smoothly several times without any issues to ensure the device performs as intended. This procedure was repeated approximately 15 times to ensure continuity of function and no anomalies were noted. We are unable to replicate the reported failure the user experienced, therefore the complaint cannot be confirmed. However, a possible root cause for the reported failure can be attributed to user techniques during a procedure. For example, in the event that too much tissue was grabbed between the suture passer, therefore exerting an extra load and making it difficult for the needle to pass through it. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch number: 1221934-2018-50332.